Event description:
It is reported that while reaming, the post of the rasp broke off leaving the rasp lodged in the patient. Further bone needed to be removed by the surgeon to access the removal hold on the rasp.

Manufacturer narrative:
This report will be amended when our investigation is complete.